Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer. The customer declined troubleshooting further with Tandem Technical Support. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.